Manufacturer narrative:
[(B)(4)].

Event description:
During a procedure, the doctor confirmed air leakage and the valve was damaged. It happened 5mins after the beginning of surgery. He/ she used a grasping forceps and inserted just once. The user could not find the broken parts. During a procedure, the doctor confirmed air leakage and the valve was damaged. It happened 5mins after the beginning of surgery. He/ she used a grasping forceps and inserted just once. The user could not find the broken parts.